Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been inspected. The inspection confirmed slightly increased power consumption. Besides that, the returned data showed no anomalies. Based on the information available for analysis no conclusion can be drawn towards the root cause of the clinical observation. However, should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Ous MDR - it was reported that approximately 24 months after the implantation during a follow up the device interrogation showed high power consumption. The device was not returned. The event date was not provided and there is no mention of any sort of intervention. Should additional information become available, this event will be updated.